Event description:
Rptr had a silicone breast implant inserted in 1975. She states the physician and hosp claim they have no records and she does not know the MFR. The implant was not ruptured, but it was encapsulated and very hard to the touch. On 4/12/90, she had surgical removal, scraping, and replacement with another set of implants. Other problems she believes to be related to silicone are: 1) osteoarthritis which is considered premature for her age and not in her history. 2) chronic eye problems of dryness and aching which are like an allergy. Also, in 1993 she had numerous floaters and diminished vision. There is no family history. 3) basal cell carcinoma in hairline from 7/93 to present which does not heal. She states the dermatologist said he "never saw anything like this." She states it now seems to be healing. She is very concerned. (Same rptr referred to in 1002401.)